Event description:
The manufacturer received information alleging a red alarm ventilator service required occurred trilogy ev300. The customer does not have the service tool on their pc and was unable to get the event logs. The customer was provided with the service manual and recommended pages to help. The customer stated they have a person trained and they will service the unit. There was no harm or injury reported. The device was not reported to be in patient use. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.